Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident of a leak could not be conclusively determined.

Event description:
During a paroxysmal supraventricular tachycardia procedure, blood leaked from the hemostasis valve. This occurred after removing the dilator, prior to catheter insertion when in the right atrium. He sheath was replaced, and the procedure was completed with no adverse consequences to the patient.